Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level went up to 346 mg/dl since he was not receiving insulin due to pump error alarms. The customer was receiving errors every 45 minutes. In the alarm history there were pump error 37, pump error 39, failed battery test, insert battery, and low battery alarms. The rewind failed and the insulin pump alarmed pump error 37. The insulin pump did not alarm failed battery test after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.